Event description:
It was reported that after blood draw using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the cap of one tube popped off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.